Event description:
This report summarizes one malfunction event. A review of the event indicated that model 607555 implantable port experienced a failure to infuse. This event was reported from a single source. The device was used on the patient with no reported injury. The patient was a 64-year-old, female with weight not provided.

Manufacturer narrative:
For the reported event, lot number was provided, and lot history review. The sample was returned for evaluation. Functional, gross visual, microscopic visual and tactile evaluations were performed. The investigation is unconfirmed for failure to infuse/device leakage, as functional testing of the returned sample showed the device to be patent to infusion and aspiration without leaking. Abrasions on the catheter surface near the center of the catheter were observed, which is consistent with damaged caused by manipulating/handling catheter with tools. The definitive root cause could not be determined based upon available information. It is unknown if procedural issues contributed to the reported event.the device was labeled for single use.

Manufacturer narrative:
For the reported event, the device will be returned to the manufacturer. The company is still investigating the issue at this time.

Event description:
This report summarizes one malfunction event. A review of the event indicated that model 607555 implantable port experienced a failure to infuse. This event was reported from a single source. Of this event, the device was used on the patient with no reported injury. The patient was a (B)(6) year-old female with weight not provided. The 607555 implantable port will be returned to the manufacturer and is pending investigation.